Event description:
It was reported that during a surgical procedure, the blade broke in the handpiece. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Correction: d9; device was not returned for evaluation. Additional information: h6; the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke in the handpiece. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete. D4: UDI is unknown as the lot number was not reported.